Event description:
It was reported that during cleaning at the user facility, the cordless driver 3 was leaking brown liquid out of the battery plate. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The reported event was confirmed by the qa engineer through functional evaluation, disassembly and visual inspection. It was found that the mobil 28 had migrated to the battery plate, which can cause the reported event.

Event description:
It was reported that during cleaning at the user facility, the cordless driver 3 was leaking brown liquid out of the battery plate. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning at the user facility, there was no patient involvement and no delay to a surgical procedure.